Event description:
During follow up with a home patient's nurse regarding an unrelated report, baxter's product surveillance department was notified that the home patient had experienced an aggressive peritonitis episode. Reportedly, on 11/2004 the home patient presented to the clinic with cloudy effluent. The home patient received tobramycin and vancomycin. On 11/2005 the home patient was given a 2nd dose of the vancomycin. On 12/2004 the home patient was, again, diagnosed with peritonitis, which the nurse reports was reoccuring from the original episode on 11/2004. The home patient was treated with vancomycin and tobramycin.